Event description:
After implanting the device, the physician noted the battery voltage decreased significantly. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field complaint of premature discharge of battery was confirmed. The device was received at end of life (eol) battery level of operation. The device image was analyzed, and high leakage current levels were revealed. The device was cut open and new battery was installed, and high leakage current was not observed. This is consistent with a hardware latch-up anomaly. Further testing after power cycling the device battery revealed no anomalies. After extensive testing of device high leakage current could not be recreated. Furthermore, a longevity assessment was performed, and device did not pass projected longevity. Premature battery depletion was confirmed due to a hardware latch-up anomaly.